Event description:
It was reported that during a lap oophorectomy procedure, the seal inside the trocar came off when the reducer cap was removed. Another trocar was inserted and the case completed successfully. No patient consequence. One device returning.